Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep eight days later that no results were available yet in regard to confirming the infection. The device was not protruding thru the skin. No additional interventions or actions were taken. The hcp has not had any concerns from the patient.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins) for chronic pain. It was reported that the battery pocket was possibly infected. The patient required battery revision as the implanted device was becoming too superficial. When the pocket was opened a large amount of pus came out of the wound, a swab was sent. This patient had the tyrx pouch at initial implant and wound healed within a few days. It was unknown if there were any external factors that led or contributed to the issue. Another tyrx pouch was put over the battery. The ins status was implanted-remains in service. The issue was not resolved at the time of this report. When the results are back the hcp would inform the rep. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the wound swab returned with no growth detected.